Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and check settings during a bolus. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarm cleared but then the display went blank. Customer indicated that the battery was removed and put back in, but troubleshooting ended at this point. Customer declined troubleshooting for the check settings alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to perform the functional testing due to the blank display anomaly. Unable to verify the external flash crc error alarm due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.